Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon eval the trunk cable connector was broken from the belt. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report that she was walking down stairs and the electrode belt connector pulled out of the monitor. The pt then rec'd connect electrode belt messages despite the belt being connected. The pt was issued a replacement electrode belt.